Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time or implant were not reported. It was reported the aortic neck was short and conical in shape. On a CT performed approximately 50 months post implant, it was noted there may be a type 1 endoleak and the aneurysm was 5.2 cm in diameter. There was extensive mural thrombus and some contrast within the aneurysm sac. The iliac limbs were patent. Plan to place a cuff at a later date. No additional clinical sequelae were reported.